Event description:
Davol inc. Ventralight st mesh with echo 2 positioning system 10 cm x 15 cm (4" x 6") ellipse was being inserted through a port when plastic piece broke off. The ventralight st mesh had plastic frame that was too rigid/big to fit through the port.